Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). A fighter guidewire was advanced and dissected distal rca. The dissection was treated with ballooning. The procedure was completed with a different guidewire. No further patient complications were reported and the patient¿s status was stable.